Event description:
Left-side capsular contracture, baker grade 4.

Manufacturer narrative:
The device has been explanted but we have not received it back from the md.

Manufacturer narrative:
The device was returned intact and functional with light yellowing and some bubbles observed in the gel; the device weighed 3.1g over specification.